Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, an operating room (or) staff contacted technical support to report a non-recoverable 252 fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view logs during the fault and advised a hard reboot. Upon restart, the system presented with 23118 faults on universal surgical manipulator (usm) arm 1, which could not be recovered. The tse informed the caller that usm 1 would not be available. As the surgeon was unwilling to proceed with three arms and no other patient side cart (psc) was available, the procedure was aborted. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.